Manufacturer narrative:
(B)(4). Evaluation found that the guide was broken off at the distal end. The posterior cuff was attached to the needle tip; however both were still in the foot. The anterior cuff was detached from the needle tip indicating it had been captured also at some point. The damage detected indicates the device may have been inserted against excessive resistance causing the guide to break, subsequently causing the anterior cuff to detach preventing the posterior cuff from being ejected during deployment. The suture had been cut and two (6.5 inches of the non-rail and 1 inch or the rail end) pieces were returned with the device. The instructions for use (IFU), under precautions section, states: do not advance or withdraw the perclose proglide 6fr device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the investigation findings, the most probable cause for the damaged device and subsequent failure to achieve hemostasis is due to a failure to follow the instructions for use. The reported needle to cuff miss could not be confirmed. No manufacturing or quality deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Weight reported as approximately (B)(4).

Event description:
It was reported that a physician in training in the use of the proglide device attempted closure of the common femoral artery after an endovascular aneurysm repair (evar) procedure using a preclose technique with two proglide devices. Reportedly, the suture of the first proglide device was not attached to the needle during step 3. The device was exchanged for another proglide and deployment was nominal. The second planned proglide was successfully deployed. At the end of the case, hemostasis was achieved. There were no reported adverse patient sequale. Though requested, no additional information was provided.